Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated the outer insulation of the lead developed a breach due to a depression while in vivo. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was returned to the manufacturer after being explanted with no stated reason for replacement or indication of a product performance issue. The lead was analyzed and tested out of specification. Follow up with the clinic revealed that the ra lead had dislodged and therefore was removed and replaced. No patient complications have been reported as a result of this event.